Event description:
Informed to exchange insert by hospital, after about 7 years later from a primary surgery. The patient who had total knee arthroplasty using cr slope ++ tibial insert complained knee swelling and pain, the surgeon diagnosed the wear of the tibial insert, then revision surgery for the replacement of the tibial insert was performed. Breakage and wear was observed in the retrieved tibial insert. Also, he found out metallosis. He decided that no problem of locking mechanism of the tibial tray was found, and removing all proliferative tissues, the insert only was replaced to new one.

Manufacturer narrative:
Multiple reports were filed for this event, please see associated reports: 1038671-2022-01594. The revision reported was likely due to progressive prosthesis wear over 7 years of implantation secondary to mechanical overload on the posterior medial edge of the tibial insert leading to full thickness polyethylene wear and metallic wear of the tibial tray and/or femoral component. Contributions from overall slope of the insert and tibial tray, rotational malalignment and/or soft tissue instability may have allowed for excessive posterior contact leading to wear and possible fracture of the polyethylene insert. However, the contributions of individual factors or a combination of the aforementioned factors cannot be confirmed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly,